Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found that the instrument had a broken pitch cable at the distal end. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted abdominoperineal surgical procedure, the customer observed a broken cable on the monopolar curved scissors instrument. The customer was able to replace the instrument with a backup. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no delay in the surgery. The patient has not returned to the hospital for any complications related to the retention of foreign material.